Manufacturer narrative:
Medtronic received the following information from a journal article entitled; aneurysm sac thrombus volume predicts aneurysm expansion with type ii endoleak after endovascular aneurysm repair fujii t, banno h, kodama a, sugimoto m, akita n, tsuruoka t, sakakibara m, komori k. Annals of vascular surgery 2020; 66: 85e94 https://doi.org/10.1016/j.avsg.2019.11.045. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant talent stent grafts, and non mdt stent grafts were implanted in the endovascular treatment of abdominal aortic aneurysms. The following malfunctions were observed: type ia endoleak, type ib endoleak, type ii endoleak, type iii endoleak, migration, access problems the following adverse events were observed: sac expansion, rupture, re -intervention a patient death was reported but there is no causal link that a mdt stent graft caused or contributed to the death.